Event description:
I had a stroke in the mca. This followed a watchman device implant (B)(6) 2018 and anticoagulant and post procedural therapy which ended in (B)(6). A tee was taken after the implant and found the device had closed/healed the laa. CT's and sonograms confirmed the stroke. Neck CT arteriogram: aorta and proximal cervical arteries, normal in contour and caliber. At both carotid bifurcations, minimal eccentric plaque, without luminal narrowing. Normal-caliber vertebral arteries, right dominant. Head CT arteriogram: at apex of left sylvian fissure, focal stenosis of an m4 branch of left middle cerebral artery, with markedly decreased distal flow. Otherwise normal-caliber intracranial arteries. Plaque in both carotid siphons. Termination of left vertebral artery in left pica, normal variant. Complete circle of willis due to large posterior communicating arteries. Impression: ischemic penumbra in left temporoparietal area, in expected location of wernick's area was incorrect. Actual physical symptoms are broca's aphasia.